Manufacturer narrative:
The customer reported performing the troubleshooting provided by the service manual.

Event description:
The customer reported the safety valve test failed due to safety valve cannot open. No patient involvement reported.